Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .

Event description:
The customer reported via phone call that they had high blood glucose. The customer¿s blood glucose level during the incident was 259 mg/dl. The customer¿s current blood glucose level was 440 mg/dl. The customer had symptoms such as being thirsty and their eyes felt sticky. They treated with a bolus from the insulin pump. Troubleshooting was performed and insulin exited without incident. It was found that the infusion set¿s cannula was bent. The customer mentioned that her first high blood glucose level was 346 mg/dl. The device will not be returned for analysis.